Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in performing the reset. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reoccurred. The customer understood and acknowledged these instructions.